Event description:
A customer contacted haemonetics on (B)(6) 2011 to return the orthopat perioperative autotransfusion system for under utilization. They also alleged a blood spill had occurred but could not confirm any further details about the event. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
The device was returned to haemonetics on august 11, 2011. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It could not be confirmed whether the spill bags were deployed.